Event description:
Event description boston scientific crm received information that this right ventricular lead displayed high threshold measurements and was unable to capture the myocardium. The pacing output had been programmed below the increased threshold measurement and the lead was not pacing appropriately. The pacing output was increased to 6.5 v and the lead was able to capture the myocardium. In addition, it was noted that the patient had previously underwent several ablation procedures for atrial fibrillation. During the revision procedure (nearly one month later), the ventricular lead was surgically abandoned and the competitor's atrial lead was explanted. A new ventricular lead and epicardial atrial lead were successfully placed. No adverse patient effects were noted.